Manufacturer narrative:
Additional information: g3, h3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Image inspection noted that there was a crack on the luer adapter. The placement of the crack suggested it was created by overtightening the adapter. It was reported that the luer adapter was leaking, cracked or broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, it was found that the catheter had a cracked blue luer adapter. There was nothing unusual observed on the device prior to use. Flushing was done prior to use and there was liquid leakage but dialysis could be completed. The catheter was not repaired. There was no leak, and tego was not utilized. There was no cleaning agent used on the device. There was no instrument used to loosen or tighten the device. There were no other products being utilized with the device. There was no excessive force used on the device. Hand was utilized to tighten the adapters. The cleaning agents were allowed to dry thoroughly prior to applying ointments to the area. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The reported product was replaced with the same lot as a remedial action. The pipeline was replaced as the intervention/treatment required as a result of the event. There was no blood loss, and blood transfusion was not required due to the event. The treatment proceeded and was completed after the remedial action was done. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, it was found that the catheter had a cracked blue luer adapter. There was nothing unusual observed on the device prior to use. Flushing was done prior to use and there was liquid leakage but dialysis could be completed. The catheter was not repaired. There was no leak, and tego was not utilized. There was no cleaning agent used on the device. There was no instrument used to loosen or tighten the device. There were no other products being utilized with the device. There was no excessive force used on the device. Hand was utilized to tighten the adapters. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The reported product was replaced with the same lot as a remedial action. The pipeline was replaced as the intervention/treatment required as a result of the event. There was no blood loss, and blood transfusion was not required due to the event. The treatment proceeded and was completed after the remedial action was done. There was no reported patient injury.